Event description:
Dr was getting ready to do a thermal ablation on this pt and when he went to use the balloon, the overheat error code came on. This balloon was used on a pt and no harm was done to the pt. Dr just removed the balloon and opened up a new balloon.